Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 8 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead has been returned for evaluation.the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported pump stoppages were found and the patient reported an unknown alarm on their system controller. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the data showed 2 pump stops and 1 low speed operation which drop below the patients low speed limit of 8600 rpm. X-rays submitted on the distal end percutaneous lead (driveline) were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed approximately 3 inches from exit site. After the replacement, no additional alarms were observed when the patient was placed back on a grounded patient cable. No additional information was provided.